Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The field service engineer (fse) tried to install pacs on rosa planning station. After configuring and connecting the planning station to an ethernet wire, the fse manage to load a patient folder in iqview 3.0 but impossible to retrieve it into pacs temporary file by clicking on "retrieve" button. At that moment a iq message appear "errors occurred while retrieving data from pacs."

Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. A detailed analysis of software data logs was performed and showed that the device shutdown, occurring during the load of patient images from pacs, was due to a crash of the application rosanna_brain. It is a known anomaly. Corrected data: b4 date of this report. G4 date received by manufacturer . H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes.

Event description:
The field service engineer (fse) tried to install pacs on rosa planning station. After configuring and connecting the planning station to an ethernet wire, the fse manage to load a patient folder in iqview 3.0 but impossible to retrieve it into pacs temporary file by clicking on 'retrieve' button. At that moment a iq message appear "errors occurred while retrieving data from pacs.